Event description:
The customer reported to olympus that a plastic tube was found in the patient's airway when using a scope and aspiration needle. The reported problem was found during a therapeutic bronchoscopy, which was completed using the same set of equipment. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation, though it was unable to be evaluated, therefore the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed failure is a known phenomenon likely resulting from forcing the device through resistance. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection. The device was returned to olympus and evaluated. Visual inspection of the device¿s appearance as received condition found dried blood on distal portion and the sheath distal tip was slightly deformed consistent with use. Noted that the distal end appeared to be slightly bent; however, the needle was straight and hypo tube was present. The stylet and handle were intact. The gray stopper was missing from the shaft (possibly removed by user). The observed bending at the distal end of the needle likely resulted from the device being forced through resistance. To perform functional inspection, the handle was pushed/pulled and able to extend/retract needle without a problem. When the handle was fully advanced, the needle protruded approximately 3.7cm (standard 3.5 to 4.0 cm from the sheath). The handle lock, sheath adjuster, screw, connecting slider were all functioning smoothly and correctly. Also, observed that the entire sheath was present and stayed in place when it was pushed or pulled at the handle boot, no indication of missing plastic tube. Based on the inspection findings, the reported complaint of "plastic tube came off" was not confirmed on this device. The observed bending at the distal end of the needle likely resulted from the device being forced through resistance. As a result, because the phenomenon was not confirmed, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.